Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician tried unsheathing the device; however, the distal end would not open. The physician pushed more device out in hopes of the distal end popping open, but it would not. They resheathed and made sure the sleeves were out of the way, but the device still would not open, so they unsheathed and resheathed once more to no avail. As a result, the device was removed with the microcatheter. It was noted that the device was not positioned in a bend. Less than 50% of the device had been deployed when it failed to open. The device was resheathed less than or equal to 2 times. No additional steps or other devices were require to open the device. The patient was undergoing surgery to treat an unruptured, saccular aneurysm of the left ica with a max diameter of 4.8mm and a neck diameter of 5.4mm. The distal landing zone was 4.9mm and the proximal landing zone was 5.2mm. It was noted the vessel tortuosity was moderate. There were no patient symptoms associated with the event. The devices were prepared as indicated in the IFU.